Event description:
It was reported by the user site that prior to a breast biopsy procedure using an eviva disposable device on (B)(6) 2026, the probe passed testing; however, it "sounded weird." It is reported that it was the only probe available to the user, so they proceeded with the patient procedure. The user site further reports that during the procedure the device stopped acquiring samples and the user was only able to obtain one patient sample. No patient harm was reported; however, the user indicates that the procedure was aborted, and the patient will be required to return for a repeat biopsy procedure.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.